Event description:
When pt's solution of morphine went from 50% to a higher amount, they started feeling very ill; such as sweating, high blood pressure, "electricty" pains shooting down their legs, weakness, weight loss, and many other symptoms. Pt would like to know the % of morphine which is allowed in pump before it crystallizes. The system lasted until the pump went empty in 2002.